Event description:
Boston scientific received information that review of the daily measurements noted a low amplitude for the right ventricular (rv) lead, however, in-office testing revealed normal amplitude measurements. It was also noted that the rv lead exhibited an increase in shocking impedance measurement from 50 to 70 ohms. An x-ray showed that the device had migrated and leads had dislodged. The patient stated that they had started martial arts classes six months earlier. A revision procedure has been discussed but not scheduled. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was explanted and replaced. No additional observations have been reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.